Event description:
It was reported that during pre-test, the balloon would not inflate. As a result, a new berman catheter was prepped and inserted successfully. There was no reported pt death or injury. Medical/surgical intervention was not required. The delay was for the time frame required to retrieve and prep the second berman catheter. There were no pt complications and the pt outcome is listed as good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.